Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung and bladder cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previous MDR (2518422-2022-19096-1) was incorrectly captured. H11 verbiage should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. Patient alleged of lung cancer and bladder cancer. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated. During investigation, observations are contaminants on the top enclosure and bottom enclosure, evidence of liquid ingress with white unknown dust contaminant consistent with mineral deposits on blower and blower box, a keratin like substance on blower box, plastic-like particle on blower box, potentially a retention clip from filter the manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d9, g3 were corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. Patient alleged of nodule in lungs and throat, tonsile are very swollen. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated. During investigation, observations are minor dust/dirt contamination on the top and bottom enclosures, accessory module flip door, sd cover flip door, ui panel assembly, blower box, blower box upper cap, blower, blower outlet seal, p4 power connector, unknown contaminate on blower. Hair-like substance was found on rear panel, rear panel o-ring, and inside bottom enclosure. Liquid ingress with mineral deposits were observed on the blower and blower box. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were 32 errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.